Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9335199) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31557196) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and found the proximal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 19-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. No excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9335199) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31557196) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and found the proximal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. The surgery was prolonged by about 10 minutes. Additional event information received on 19-aug-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. No excessive force used with the devices. The 10 minutes procedural delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one compressed condition was found at 15.2cm from the proximal end of the microcatheter. Additionally, multiple compresses were found on the distal tip of the microcatheter. The microcatheter was flushed with a lab sample syringe and a lab sample guide wire was advanced; however, it could not advance through the compresses of the distal end. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31557196 number, and no internal actions related to the malfunction were identified. The issue reported is confirmed since the guidewire was not able to advance further from the compressed sections at the distal end. According to the risk documentation, the inability to deliver the therapeutic device to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issues from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.